Event description:
Defibrillation thresholds failed, first lead was removed and replaced by a new lead. Patient with a history of ischemic cardiomyopathy with a qrs duration of <120 milliseconds, severe systolic dysfunction with an lvef of 20% and nyha functional class ii heart failure. The patient was seen and examined by an electrophysiology staff physician and deemed appropriate for implantation of an ICD. Successful implantation of ICD system. Successful dft testing with dft of 20 joules. So, defibrillation tests failed on lead wire, new one used with good results.what was the original intended procedure?ICD implant.device #1is this a laboratory device or laboratory test?no.